Event description:
A customer in the (B)(6) notified biomérieux of false positive cefoxitin screen results for (B)(6) when performing antimicrobial susceptibility testing (ast) with the vitek® 2 compact 60 after a software version upgrade to 8.01. The specific ast card type and lot information were not provided by the customer. The customer is using the disk diffusion method to verify the susceptibility results for (B)(6) isolates. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification by a customer in the united kingdom regarding false positive cefoxitin screen results for staphylococcus aureus when performing antimicrobial susceptibility testing (ast) with the vitek® 2 compact 60 after a software version upgrade to 8.01. The specific ast card type and lot information were not provided by the customer. Biomérieux internal investigation was conducted; however, the customer did not comply with biomérieux's request for lab reports, raw data or isolate submittal. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. No further investigation is possible.